Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD)-device reported hearing beeping tones from this device after climbing stairs. Interrogation did not reveal any fault codes or capacitor charges had occurred. The device remains implanted and in service. A technical service consultant was contacted and recommended further interrogation and obtaining a device memory dump for this device. A review of the information revealed a number of resets had occurred and the daily measurements had stopped being performed. Although there was no indication that therapy had been interrupted, it could not be determined from the memory download.

Event description:
Additional information was received: engineering received another memory download which contained evidence of electrogram corruption. Information was provided to correct this issue as tachy therapy may be impacted until the correction is implemented. It was confirmed that this correction was performed.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.